Event description:
Caller reported that the t:slim x2 pump battery would not charge, leading to a shutdown and inability to turn the pump back on. The caller confirmed a power source alert in the pump history and changed charging supplies to resolve the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support advised the caller that insulin on board and max hourly bolus are reset to zero during a pump shutdown, and cgm sessions need manual restarting. The caller was instructed to monitor the situation and call back if the issue persists and acknowledged the guidance provided.